Event description:
It was reported, the patient had a mild shocking sensation at the implantable neurostimulator (ins) site when they go into salt water. It was noted that this did not happen in fresh water. The reporter stated, the patient experienced this during the last couple of months. It was noted that impedances were within normal range. The reporter stated, the patient does not dive deeper than 33 feet while in salt water and palpating the ins or the patient turning their head does not recreate the problem. Additional information received reported the patient was doing fine and receiving therapy. Additional information received reported that there were no malfunctions. It was noted, the patient was still receiving good therapy .

Manufacturer narrative:
Product ID 7482a40, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3387s-40, lot# v632931, implanted: 2011 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).